Manufacturer narrative:
Pharmacovigilance comments: a causal relation between the events and the treatment cannot be excluded. The injection technique or the injection procedure per se may also have contributed to the events. Based on follow-up information received on 07-nov-2016 the case has been assessed to fulfill the seriousness criteria for reporting to competent authority due to the intervention. Distribution comment: on 15-nov-2016 the case was assessed to fulfill the seriousness criteria for reporting to competent authority due to the intervention reported in version 1 of the case. Engineering evaluation: the events necrosis, pain, swelling and erythema are already addressed in the labeling. The events pus, retiform purpura and eschar are not explicitly addressed but assessed as secondary to the necrosis. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 12913-1. A batch record review for lot 12913 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits.

Event description:
A report was received on (B)(6) 2016 from the (B)(6) male patient. He had a medical history of kidney transplant, heart attack and low thyroid. Concomitant medications included: tacrolimus, metoprolol, amlodipine, allopurinol, loperamide, prednisone, atorvastatin, and levothyroxine. On (B)(6) 2016, the patient received an injection of an unknown amount of restylane under his eyes, cheeks and nasolabial folds. The patient stated that he went to see his dermatologist regarding hollowness under the eyes that was caused by a fracture. The dermatologist treated the hollowness with restylane and also injected the nasolabial folds and cheeks with restylane. The patient stated that under the eye area and the cheeks were perfect, but the nasolabial area was red, black and had pus. The patient saw the physician on (B)(6) 2016 and the physician prescribed cephalexin (cefalexin) 500 mg once a day that he started on (B)(6) 2016 and aspirin (acetylsalicylic acid) 325mg once a day that he started on (B)(6) 2016. The patient planned to see his dermatologist again after he finished his antibiotic. The events were ongoing at the time of this report. A follow up report was received on 07-nov-2016 from a physician. Medical history included a skin type of fitzpatrick scale iii-IV and no known allergies. Concomitant medications included metoprolol with hctz (hydrochlorothiazide). The physician reported the patient received 0.3 ml of restylane (lot number 12913-1) injected into the cheek using a withdrawal method and 0.1 ml injected into the glabella using the same method on (B)(6) 2016. The physician reported restylane was injected into the glabella to correct glabellar crease, the needle was withdrawn and was not in a vessel. The physician reported, on (B)(6) 2016 the patient experienced pain and swelling with eschar and retiform purpura of the forehead and cheeks. The physician reported the patient also had necrosis at the glabella. The physician treated the events with hyaluronidase 150 units, aspirin/prednisone 325 mg, and nitropaste (glyceryl trinitrate) started on (B)(6) 2016. The physician reported the patient saw improvement one week after receiving treatment. The physician reported the events resolved on an unknown date. The events were assessed as severe, possibly related to the substance, and non-serious by the reporting physician.